Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump used to have morphine. About a year or so ago, the patient started having seizures. The patient¿s doctor told him that can happen when a person is on a high dose of morphine for a long time. The patient stated that he took ¿380 mg/day for 7 years and the pump was up to 6.6¿. When asked if it was 6.6 mg/day, the patient responded "yeah or whatever". They switched the morphine in the pump to dilaudid in (B)(6) 2012. The dilaudid was at 2.2. When asked if that was mg/day, the patient responded "yeah or whatever". Additional information has been requested, but it was not available as of the date of this report.